Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The user received analyzer alarms and retested eight patient samples and received different sodium results than the original. Of the data provided, the results for two samples were discrepant. Sample 1 original result was 128 mmol/l, repeat result was 134 mmol/l. Sample 2 original result was 133 mmol/l, repeat result was 140 mmol/l. The original results were not reported and the patients were not treated based on the results. The lot number of the sodium electrode was not provided. The field service representative determined the sipper nozzle was out of adjustment. He adjusted the sipper nozzle and verified the instrument was operating to specification by performing ise and precision checks, calibration and qc.